Event description:
Boston scientific received information that an electrogram strip was sent into boston scientific technical services (ts) for review to determine why the patient needed to be given an external shock. Upon review of the strip, ts stated that it appeared the patient experienced ventricular tachycardia (vt) with erratic rates from 170 bpm to greater than the rate cut off (rco) zone. Further evaluation of the strip noted cross chamber blanking with undersensing of the vt, delaying the detection resulting in an external shock to convert the patient's rhythm. Ts recommended lowering rco to allow for the erratic onset and rate. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.